Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump and transmitter, lost sensor alarm, sensor updating/sg not available. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: 780g document treatment for high bg: use insulin pump document type of diabetes: type 1. The event involved product(s) mmt-1884, mmt-7040a, mmt-7841zn, mmt-7715, mmt-399a, mmt-332a. Customer was not using the auto mode/smart guard feature at the time of the event. Customer reported a loss of communication between the transmitter and the pump. Customer reports receiving sensor alert. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-7715. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. In conclusion: the customer complaint of communication anomaly is not confirmed, transmitter is working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.